Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2012, to report that pt had experienced a hypoglycemic event. Pt's wife found pt unconscious and reported that his cgm/bg at the time she found him were 100/7 mg/dl. Pt's wife called paramedics and pt was transported to the hospital where he was given glucose. At the time of her call to dexcom technical support, pt's wife reports that pt was feeling exhausted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.